Event description:
It was reported through plaintiff's counsel that the patient underwent a right hip arthroplasty on (B)(6), 2020 and allegedly suffered complications following the procedure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.